Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the device was partially fired to the 1 cm mark with some stapler pushers not fully deployed. The knife blade assembly was observed to be damaged. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if excessive force is applied to advance the firing knob during application over a thick tissue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the second firing of the functional end-to-end anastomosis in laparoscopic right hemi-colectomy, the surgeon started the firing at the closure of insertion ,however the plastic knob became stiff before reaching at the staple line of functional end-to-end anastomosis. The surgeon continued the firing and sapling, however the knife was stopped on the halfway. Replaced by a new cartridge, the additional tissue resection with a new staple line was completed with no problem. The status of the patient is alive with no problem.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.